Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: e3; g1; g3; h2; h6 and h11 the device was not returned to olympus for inspection. The field service engineer (fse) was dispatched to the customer site and assessed the malfunction could either be a bad port on the cv-190 or the other part of the cable (ggastro) was bad. The customer will order the cable. The complaint was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was unable to capture images. The issue was found during an unspecified procedure. There were no reports of patient harm.